Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board needed to be replaced to address test step failures and a decreased tidal volume delivery. The device was recalibrated to address these issues. The sensor board was not replaced.

Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was decreased. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device also failed test steps during testing. The device's sensor board needs to be replaced to address the issues.